Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that the lens jammed into the injector during the intraocular lens (iol) implant procedure. Additional information was received stating there was no harm to the patient, and the scheduled procedure was completed on the same day.